Event description:
On (B)(6) 2012, the patient's spouse contacted animas to report that the patient began experiencing erratic blood glucose (bg) excursion since he was in a car accident on (B)(6) 2012. The reporter mentioned the patient has obtained elevated blood bgs in the 170-180 mg/dl range and low bg's as low as 40 mg/dl. The patient's spouse claimed the patient is able to tell when he is going low; however, she is unsure of specific symptoms he develops. The reporter mentioned the low bgs were mostly occurring at night and the patient would treat the low's with food and drink. The patient's spouse also mentioned that the patient was working with his hcp to resolve the lows. At the time of the call, the reporter did not have the pump available for review. Customer support requested that the patient contact customer support when he was available to review the pump. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.